Event description:
During a routine device change-out procedure the implantable lead (model 0144) was displaying an elevated impedance measurement. The connection was verified. A visual inspection of the lead noted a fracture. The lead was removed and returned to guidant for analysis. The model 0158 lead was abandoned during this surgical procedure, but no details were provided.